Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. During support, the device exhibited high pressure flow which to resolve this issue tissue plasminogen activator was added to the purge. It was reported that the patient experienced gastrointestinal bleeding and hemolysis. The resolution for these issues is unknown. The patient expired while on support. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome.